Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a "shocking" sensation was experienced at the site of the implantable pulse generator (ipg) pocket. It was also reported that right ventricular (rv) lead thresholds were high. Rv lead remain in use. No further patient complications have been reported as a result of this event.